Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the customer had successfully rebooted the station and recovered the failed cubie. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, half-height (hh) cubie drawers required maintenance as it was malfunctioning. The customer reported that the malfunction occurred while the user trying to pull the medication and managed to retrieve the medication from a different station causing delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.